Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID 37752 lot# serial# (B)(4), product type recharger product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 3708140 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension. (B)(4).

Event description:
Additional information reported that the patient felt stimulation going down her arms as she tilted her head, but if she didn¿t tilt her head, the stimulation stayed on her shoulder. Furthermore, it was reported that the patient had not been shocked since ¿almost two years¿ prior to the day of report. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that every time the patient "uses her patient programmer, she shocks herself." The patient was reportedly trying to make changes with her patient programmer and was feeling stimulation in the wrong location. Troubleshooting resulted in the patient feeling stimulation in the correct location. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the patient¿s stimulation was continuing to be in the wrong location. It was noted that ¿something is wrong¿ with their stimulator. It was noted that the stimulation only hits their shoulder blades, down their right arm and into their neck, and it ¿hurts their neck¿. It was reported the patient ¿just came from their doctor¿s office¿ and the health care provider (hcp) thinks ¿it needs to get rebooted¿. It was noted this has been ¿happening for a while¿. It was noted the patient the patient has tried different programs, turning the implantable neurostimulator (ins) up and down and when they do it ¿just hits them really hard¿. Lastly, it was noted the patient was going to have a x-ray and they will request a reprogramming.